Event description:
It was reported that the device had error code 13-1033-149 software fault. There was no patient involvement.

Manufacturer narrative:
Omit : e2401 - insufficient information, f24 - insufficient information, c20 - no findings available. Additional information: imdrf annex e, f, a, b, c, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device had error code 13-1033-149 software fault was not identified during the customer call. The tech support recommended sending unit in for flat rate repair due to the cost of the logic board. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had error code 13-1033-149 software fault. There was no information on patient involvement.